Event description:
Caller alleged discrepant high inr ratio inr result in comparison to the laboratory inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 7.1; laboratory inr: 1.8: therapeutic range: 2.0 - 3.0. The time between testing was sixty-five (65) minutes. The patient was instructed to withhold warfarin then start 2mg 5x weekly and 1mg w/sat. There was no additional information provided.

Manufacturer narrative:
Investigation pending.